Manufacturer narrative:
(B)(4). Title: a multicentre, randomized clinical trial comparing the veriset¿ haemostatic patch with fibrin sealant for the management of bleeding during hepatic surgery. Source: 2012 international hepato-pancreato-biliary association title: safety and effectiveness of a synthetic hemostatic patch for intraoperative soft tissue bleeding. Source: dovepress: medical devices: evidence and research 2015:8 title: veriset as a new haemostatic patch; preliminary results in partial nephrectomy. Source: eur urol suppl 2017; 16(5);e2172. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a study was done on the preliminary results of a new patch to achieve adequate haemostasis of the renal parenchyma after resection of the tumor on an open- or laparoscopic partial nephrectomy. In these studies (10 patients) the mean warm ischaemia time was 13.4 minutes. Mean total blood loss during the procedure was 248 ml. The average operation time was 125 minutes. Clavien ii complications were noted in 3 patients; however the exact complication was not reported. It was concluded that the preliminary experience with the haemostatic patch showed promising results. Patients underwent an open or laparoscopic partial nephrectomy due to the suspicion of a renal tumor. In this study (10 patients) the mean warm ischaemia time was 13.4 minutes. Mean total blood loss during the procedure was 248 ml. The average operation time was 125 minutes. In one patient there was a grade iii complication (clavien-dindo scale). This patient had a late bleeding on the 13th postoperative day and required a selective embolization and blood transfusion. She recovered well afterwards. The preliminary experience with the haemostatic patch showed promising results. Its use was feasible in partial nephrectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.